Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to the implanted tavi (transcatheter aortic valve implantation). The reported slda appears to be related to poor image resolution and patient anatomy. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4+. The patient presented with an enlarged annulus. First xtw triclip (lot: 40104r1102) was implanted successfully anterior/septal mid. Second triclip xtw (lot: 40104r2047) was also implanted successfully anterior/septal central. Approximately five minutes post deployment the second triclip xtw (lot: 40104r2047) detached from the septal leaflet. A third xtw triclip (lot: 40104r2039) was implanted posterior/septal central. The procedure ended with tr reduced to grade 1. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.